Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
A stem perforated the femoral anterior cortex, while being implanted. A revision surgery was scheduled to revise the hinge knee to a distal femur system.